Manufacturer narrative:
This report is submitted on march 3, 2022.

Event description:
Per the surgeon, the patient experienced an extrusion of the electrode through to the auditory canal. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 23, 2022.